Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she received a replacement pump this morning. Customer tried inserting the batteries that were sent to her in the pump and the display would not come up. Customer stated that she tried her own batteries and the display would not come up. Customer tried the same batteries in her old pump and they worked fine. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer was advised to insert a new aaa alkaline battery to test with the pump. Customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump had minor scratches on lcd window.